Event description:
Asr claim letter received. Claim letter alleges that patient has sustained loss and damage due to the implanted hip prosthesis. Doi: (B)(6) 2008. Dor: (B)(6) 2017. Right hip.

Manufacturer narrative:
Initial reporter occupation: lawyer. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. (B)(4). (B)(6) 2022. Update ad (B)(6) 2022 additional information received from aei note (B)(4). Claimsuite records received. There were no new allegation reported. Added date of revision, revision surgeon, account name, kid#, concomitant products, all product details in impacted products and affected side. Corrected doi. Doi: (B)(6) 2008. Dor: (B)(6) 2017. Right hip. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6) - (B)(6) 2022. Update ad 28 jun 2022 additional information received from aei note (B)(6). Claimsuite records received. There were no new allegation reported. Added date of revision, revision surgeon, account name, kid#, concomitant products, all product details in impacted products and affected side. Corrected doi. Doi: (B)(6) 2008. Dor: (B)(6) 2017. Right hip. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.